Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with needle left exposed when safety stylet was removed.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with needle left exposed when safety stylet was removed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A review of the device history record could not be performed as a lot number was not provided for this incident.